Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2019. The hcp indicated that the device worked but could not be programmed to cover there area of pain despite positive coverage during the trial and intra-op testing. No further complications were reported/are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 03-may-2022, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 03-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI technician regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that the leads were removed on (B)(6) 2018 as the device never worked since implant. Technical services reviewed that they do not recommend scanning the patient¿s spine if the leads have been removed and the caller should contact the physician to confirm. Technical services reviewed that the patient should also see the physician to have their MRI mode updated to not show full body eligible if the leads were removed. It was also noted that the patient is supposed to have a CT scan next week and have an appointment with their physician in (B)(6). Additional information was received from a manufacture representative (rep) on 2019-jan-31. The rep indicated that the patient had the leads cut close to the ins around the pocket/close to the spine. The rep notes that part of the leads were taken out of the epidural space and explanted and now only a portion of the leads remain implanted, connected to the ins. The rep had no information to provide pertaining to why the leads were cut but states that his procedure took place in (B)(6) 2018. The rep was contacted by the patient¿s physician¿s office today. No further complications were reported/are anticipated.